Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic for normal device check. During the check noise was seen on the electrogram. The right ventricular lead exhibited noise oversensing. The patient did not receive therapy. No electrical anomalies were noted. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.